Event description:
It was reported that the patient presented with a lead exhibiting loss of capture. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: h6 - health effect - impact code should have been "2199 - no health consequences or impact" instead of "4625 - additional surgery".